Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not removed.

Event description:
It was reported to nevro that during the implant procedure the patient experienced leakage of cerebrospinal fluid. A blood patch was performed to resolve the issue. The patient has recovered without sequelae and is currently using their device to find effective pain relief.